Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer is getting sensor errors. It was reported that he customer removed the sensor and it was broken. It was reported that part of the sensor remained the customer's skin. It was reported that the customer was able to remove piece from skin. The customer's blood glucose level was reported to be 57mg/dl. It was reported that the cannula had retracted into the sensor base. Troubleshoot was reported to be conducted. It was reported that the customer would receive replacements and return original sensors for analysis.